Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. The patient only felt the ptm bolus when they were lying down. In surgery on (B)(6) 2017, the catheter was not visually kinked. The tip was at t7. It was flowing csf. The physician opted to replace it anyway. The pump was replaced because the patient wanted the 40cc pump (she had the 20). There was no other reason that the pump needed replacing. All issues were now resolved. No further information was available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant components include: product ID 8781 lot# serial# (B)(4) implanted: (B)(6) 2016 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient who was receiving fentanyl 3,000mcg; 700mcg via an implantable pump. Indication for use was non-malignant pain. The date of the event, medical history and patient weight was unknown and will not be made available. It was reported the patient was not getting their personal therapy manager (ptm) bolus when they were sitting. The patient was claiming the catheter kinks off when sitting. The patient was concerned that the catheter became disconnected from the pump because of a fall (B)(6) 2016. A dye study confirmed cerebrospinal fluid (csf) was flowing from the catheter access port (cap). A catheter revision occurred post operatively with a partial catheter explant. The catheter was replaced on (B)(6) 2017. The explanted catheter was discarded. The issue was resolved and patient status was alive - no injury. No further complications were reported.